Event description:
Same case as MDR ID 2134265-2015-01245. It was reported that a vessel dissection occurred and the patient died. The patient presented with inferior wall myocardial infarction (mi) and anterior wall mi and had an intra-aortic balloon pump support. Vascular access site was obtained via the right radial artery. The totally occluded, eccentric stenosed target lesion was located in the ostial left anterior descending (lad) artery. A 3.0 ¿ 6 fr non-bsc guide catheter was advanced and engaged to the left main coronary artery (lmca). Following the insertion of a non-bsc guide wire and aspiration of a thrombus, a 3.00x24mm promus element¿ plus drug-eluting stent was advanced and deployed to the target lesion. However, angiography shows proximal edge dissection and was covered in an overlapping manner with a 4x12mm drug-eluting stent from lmca to lad. Subsequently, a 3.0 fr jr guide catheter was engaged in the right coronary artery (rca). Angiography revealed 99 % occlusion in the proximal rca which was crossed with a non-bsc wire and predilated the lesion with a 2x15mm non-bsc balloon. A 3.00x38mm promus element¿ plus drug-eluting stent was then deployed resulting in timi - iii flow and shifted patient to post cath ward for observation along with iabp support. However, few hours after, the patient died at the post cath ward.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).